Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator was alarming for low inspiratory pressure and low minute ventilation. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, delamination was observed. The manufacturer¿s investigation is ongoing. A follow up report will be filed when the investigation is complete.